Event description:
It was reported that the wake button was extremely difficult to press and required multiple presses to turn on the screen. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection. Ultimately, the customer reverted to an alternat method of insulin therapy.